Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: leaking during 5fu infusion with easypump. Detailed inquiry description: "we had a patient that experienced a leak with his 5fu pump. I s/w the patient yesterday evening and they indicated there was a white residue all over their black bag and that it was damp. I instructed them to put it into the chemotherapy bag and close the bag to the tubing and let it continue to run positioning to ensure no drug could leak from the bag--if they noticed drug pooling in the bag-clamp it and come in first thing. I s/w the patient at 8am and they said there was just drops in the bag." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or photos were submitted to the manufacturer for evaluation. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The reported defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.